Manufacturer narrative:
H3 - evaluation of the returned emitter 9735521 lot# 603008261 found that the lemo connector nut was slightly loose causing connection instability. The emitter displays red fault status when the cable was pulled in one direction and green status when pulled in the opposite direction. The nut was then tightened down, and the issue no longer existed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 9735521 (lot: -); product type: 2543-mnav - system h3: the system was serviced in the field and the emitter was replaced. Codes b01, c02, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during electromagnetic navigation, the system displayed a localizer faulted error. The site resolved the issue by swapping side emitters. No patient was present.